Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned without any issues. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had remote error message ¿host pc memory 2 problem occurred during post¿. During troubleshooting, the fse found that the host pc failed. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The fse replaced the host pc and hard disk. The defective host pc was returned to philips for part analysis. The analysis confirmed the malfunction of the host pc and identified that the ram memory reading failed. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the host pc had a memory problem. No harm was reported to philips. Philips has started an investigation of this complaint.